Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective stimulation on the right side. X-ray results revealed the lead has migrated to the left. Reprogramming was attempted to no avail. Surgical intervention may be undertaken as the next course of action.